Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap and can rotate independently of metal cap; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the product complaint "end firing" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information related to the first fiber: the 90,713 joules used and 12:59 minutes expended. The tip of the fiber was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure "halfway through case, fiber began end firing". The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "fine" reported.